Manufacturer narrative:
Concomitant product: 5568-53 lead, implanted: (B)(6) 2004; dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing aphasia, bradycardia, dizziness and seizure activity. Upon review of the data, undersensing and far field r-wave (ffrw) oversensing were noted on the right atrial (ra) lead. It was also noted that the ra capture management threshold was high and this appeared to be chronic. Small p-waves were also measured. It was further noted that there was t-wave oversensing (twos) observed on the right ventricular (rv) lead. There was oversensing noted on both the ra and rv leads. Follow-up was performed and it was determined that reprogramming had been done and the patient was admitted to the hospital for monitoring to make sure there was no more bradycardia. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.